Event description:
It was reported that the head/neck assembly on the stretcher allegedly dropped during cataract surgery. It was reported that the pt's cataract broke into pieces that needed to be removed, but not permanent damage to the retina was observed.